Event description:
The user facility reported that their 66" evolution transfer carriage fell to the ground during unloading from a sterilizer. No report of injury.

Manufacturer narrative:
A steris account manager was made aware of the reported event and followed up with user facility personnel. The steris account manager was informed that the 66" evolution transfer carriage was removed from service following the reported event. The user facility declined to have steris inspect the 66" evolution transfer carriage subject of the reported event. The 66" evolution transfer carriage is serviced and maintained by a third-party service provider. The user facility stated their third-party service provider would make repairs to the 66" evolution transfer carriage. The steris account manager scheduled in-service training for april 17, 2023 on the proper use and operation of the 66" evolution transfer carriage. No additional issues have been reported.